Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient had their right ins replaced.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in for normal battery replacement and the rep found a short on contacts 10 <(>&<)> 11. There was no report of a therapy issue. The patient was programmed on c+, 9-, 10-, and they planned on keeping the patient programmed with the same parameters. No patient symptoms or further complications were reported as a result of this event.